Event description:
Customer called to report the pump's driver block was not sliding over the lead screw when the arms were disengaged. Customer also stated that the driver block was not moving when the lead screw was turned manually. Pump had not been dropped, bumped, or exposed to moisture.